Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Event summary: as reported in the literature, a cook bakri balloon was used to treat a secondary postpartum hemorrhage twenty-five days after a preterm delivery, and the uterus ruptured. The patient delivered at twenty-five weeks and six days gestation and was discharged two days after delivery. The placenta was documented to be completely delivered. Twenty-five days after delivery, the patient was admitted with severe vaginal bleeding, with an estimated blood loss of two liters and hemoglobin of 7.6 g/dl. The patient was pale, her heart rate was 110 beats per minute, and her blood pressure was 100/50. Ultrasound revealed blood clots within the uterus. The patient was resuscitated, transfused with four units of blood, and given antibiotics and syntometrine. The bleeding initially subsided but recurred and was unable to be controlled with medications including syntometrine, oxytocin, and prostaglandins. Evacuation of the uterus was performed via curettage, and a bakri balloon was inserted into the uterine cavity and inflated with 250 milliliters of saline, which initially reduced bleeding. The bakri balloon was not inserted using ultrasound guidance. The bleeding resumed approximately ninety minutes after curettage and placement of the bakri, and the patient became hemodynamically unstable. A laparotomy was performed, and two liters of blood was noted in the peritoneum and a tear was noted at the fundus of the uterus. Due to continued hemodynamic instability, the decision was made to perform a hysterectomy as a life-saving measure. The patient received a total of fourteen units of blood, two units of cryoprecipitate, three units of fresh frozen plasma, and one unit of platelets during the event. The patient was admitted to intensive care and was discharged six days after the hysterectomy. Upon microscopic evaluation, it was concluded that ectatic non-constricted vessels were the cause of the secondary postpartum hemorrhage investigation - evaluation. A document-based investigation was performed including a review of instructions for use (IFU) and quality control data. The complaint device was not returned to cook for investigation. Cook has not received a complaint for a similar product and a similar failure mode in which the complaint product was returned for physical examination. A review of the device history record could not be completed due to lack of lot information from the user facility. A review of the complaint history could not be completed due to lack of information from the user facility. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: warnings: "this device intended as a temporary means of establishing hemostasis in cases indicating conservative management of postpartum uterine bleeding." "The bakri postpartum balloon is indicated for use in the event of primary postpartum hemorrhage within 24 hours of delivery." "Patients in whom this device is being used should be closely monitored for signs of worsening bleeding and/or disseminated intravascular coagulation (dic). In such cases, emergency intervention per hospital protocol should be followed." Instructions for use: "important: prior to transvaginal or transabdominal placement of the bakri postpartum balloon, the uterus should be free of all placental fragments, and the patient should be evaluated to ensure that there are no lacerations or trauma to the genital tract and that the source of the bleeding is not arterial." 1. Determine uterine volume by direct examination or ultrasound examination." Cook concluded that off-label use contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Customer name and address, phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported in the literature, a cook bakri balloon was used to treat a secondary postpartum hemorrhage twenty-five days after a preterm delivery, and the uterus ruptured. The patient delivered at twenty-five weeks and six days gestation and was discharged two days after delivery. The placenta was documented to be completely delivered. Twenty-five days after delivery, the patient was admitted with severe vaginal bleeding, with an estimated blood loss of two liters and hemoglobin of 7.6 g/dl. The patient was pale, her heart rate was 110 beats per minute, and her blood pressure was 100/50. Ultrasound revealed blood clots within the uterus. The patient was resuscitated, transfused with four units of blood, and given antibiotics and syntometrine. The bleeding initially subsided but recurred and was unable to be controlled with medications including syntometrine, oxytocin, and prostaglandins. Evacuation of the uterus was performed via curettage, and a bakri balloon was inserted into the uterine cavity and inflated with 250 milliliters of saline, which initially reduced bleeding. The bakri balloon was not inserted using ultrasound guidance. The bleeding resumed approximately ninety minutes after curettage and placement of the bakri, and the patient became hemodynamically unstable. A laparotomy was performed, and two liters of blood was noted in the peritoneum and a tear was noted at the fundus of the uterus. Due to continued hemodynamic instability, the decision was made to perform a hysterectomy as a life-saving measure. The patient received a total of fourteen units of blood, two units of cryoprecipitate, three units of fresh frozen plasma, and one unit of platelets during the event. The patient was admitted to intensive care and was discharged six days after the hysterectomy. Upon microscopic evaluation, it was concluded that ectatic non-constricted vessels were the cause of the secondary postpartum hemorrhage. Reference: ajayi, o.a., sant. M., ikhena, s., bako, a. (2013). Uterine rupture complicating sequential curettage and bakri balloon tamponade to control secondary pph. Bmj case rep. Https://doi:10.1136/bcr-2012-007709.